Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number; k061410/ k013227.

Event description:
It was reported that the implant fracture. Patient presented with loose implant. The implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm ((B)(4)) was received for investigation alongside an unreported abutment. Visual inspection of the returned product identified a heavy coating of residue and fracturing along the implant's collar, with portions sheared off and missing. The abutment displayed no signs of significant damage or deformation. The implant was in placed at tooth location # 31 and was in place for approximately 5 years. Pictures or x-ray images were not provided of the fractured implant. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.